Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was 178 mg/dl. The customer stated that the pump had a blank display with a new battery cap. The customer stated that the pump was not dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new aaa battery; the customer stated that the display was not okay. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump was received currents within specification and passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No blank display and the lcd board tested ok. The insulin pump minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.